Event description:
Overinfusion of saline, emptied bag into pt. The rate was set at 100 ml per hr, 850 mls infused into pt within 50 mins. The device was taken out of use. Facility downloaded the alarm and keyboard history from the pump.

Manufacturer narrative:
To date, the device has not been submitted for eval. Attempts to retrieve add'l info is on-going. A f/u report will be initiated if further info is provided.